Event description:
According to the reporter, during the laparoscopic appendectomy procedure, the stapler only released staples on one side so intestine was open and they needed to staple one more time. In order to complete the case, they took a new reload and stapled one more time. It was noted there was unanticipated tissue loss more than an ordinary surgery and tissue damage as a result of the problem. There was no blood loss of 500cc or more and the surgical time was not extended by 30 min or more. There were no temporary or permanent complications. The patient was fine post-op.

Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of one device. The anvil was misplaced. A review of the device history record indicates the product was released meeting all quality release specifications at the time of manufacture. Replication of the observed damage may occur if the instrument is handled rough. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. If information is provided in the future, a supplemental report will be issued.